Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: date of event is unknown. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in preparation for a surgery on (B)(6) 2015, the sales consultant found discovered one 3.5mm long hexagonal screwdriver with the tip broken off and missing. It is unknown when the instrument became damaged. The issue with discovered preoperatively and there was no patient involvement. This report is 1 of 1 (B)(4).

Manufacturer narrative:
A product investigation was completed: a 3.5 mm long hexagonal screwdriver with t-handle (part 388.364 lot 3579721) was returned with a broken tip. The long hex screwdriver is used for pedicle screw insertion of preassembled screws with the click¿x system. The technique guide was reviewed for instructions for use. The returned instruments were evaluated and in each instance the complaint conditions were able to be confirmed. A definitive root cause was unable to be determined for the returned devices as no specific details regarding the failure conditions were reported; the instruments were discovered after the fact. The failure modes are consistent with the application of excessive force and/or a potential technique issue. The complaint condition is confirmed, as the distal most segment of the driver tip (with 2mm diameter) is missing from the returned device. The drawings for this screwdriver were reviewed. Lot 3579721 was manufactured nov 3, 2010 to the most recent revisions of the drawings. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A definitive root cause was unable to be determined for the returned devices as no specific details regarding the failure conditions were reported; the instruments were discovered after the fact. The failure modes are consistent with the application of excessive force and/or a potential technique issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.